Manufacturer narrative:
(B)(4).

Event description:
It was reported that an increase in capture threshold was observed. Other electrical measurements were good. The patient's medical condition is good. Lead remains implanted and will be monitored.